Manufacturer narrative:
The device was evaluated by a zoll approved business partner. The customer's report was not replicated or confirmed. The device was put through extensive testing including functional and calibration testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The log files were not available for review. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure -1472" error message. Complainant indicated that there was no patient involvement in the reported malfunction.